Manufacturer narrative:
The initial MDR was filed with the FDA on 21-jan-2025. Additional information (25-feb-2025): siemens reviewed the analyzer data that was available, confirmed that quality control (qc) was within range on the day of the incident, and a siemens customer service engineer (cse) visited the site and performed services which included cleaning the reagent probes (rpp1 and rpp2), verified the performance of the advia chemistry xpt analyzer, and the customer noted no recurrence of the issue. The potential cause of the falsely elevated carbon dioxide concentrated (co2_c) results is the reagent probes and the issue was resolved by routine troubleshooting and maintenance. The analyzer is operational, and no further evaluation is required.

Manufacturer narrative:
The customer reported falsely elevated carbon dioxide concentrated (co2_c) results for one patient sample that was obtained on the advia chemistry xpt analyzer with serial number (B)(6). The customer informed siemens that quality control (qc) was within range on (B)(6)2025 prior to processing patient samples. Siemens noted that a customer service engineer (cse) was not dispatched because the customer performed troubleshooting and maintenance cleaning on the reagent probes, and the customer has not observed a recurrence. Siemens is investigating the event.

Event description:
The customer reported falsely elevated carbon dioxide concentrated (co2_c) results for one patient sample that was obtained on the advia chemistry xpt analyzer with serial number (B)(6). The falsely elevated result (>40.0 mmol/l) was obtained four times and reported to the physician(s). The customer repeated the same sample on an alternate advia chemistry xpt analyzer, received a lower result that was considered correct, and issued an amended report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.